Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the knife blade became stuck in the jaws while the device was outside of the patient. There was no patient injury. The device was returned for inspection and it was noticed that the webbing was protruding from both sides of the hinge.